Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event of fracture was confirmed by review of photographs of device. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 5 mdrs for the same event (reference 0001825034-2017-00726/ 00727/ 00580/00748/00749).

Event description:
During a shoulder arthroplasty revision procedure, the end of the pronged inserter fractured. There was no harm to the patient and no delay in the procedure.